Event description:
The customer reported that the unit was "freezing up." There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips fse. The problem was localized to the ac power module. The device was evaluated by a philips fse. The problem was localized to the ac power module. The ac power module was replaced to resolve the symptom. After passing all testing the device was returned to the customer for use. The power symptom was resolved with ac power module replacement.